Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. A sjm representative met with the patient and a diagnostics check revealed invalid impedances on multiple lead contacts. The representative was unsuccessful in providing resolution to the issue. X-ray taken did not show any anomalies. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention to remove and replace his scs lead. Effective therapy was reportedly restored postoperatively.